Manufacturer narrative:
H3: analysis of the communicator found that the tm90 micro usb interface was damaged medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine and bupivacaine via an implantable pump. The indication for use was non-malignant pain. The patient reported they think their ports were wearing out on their external devices. When the patient goes to plug it in, and set it down, it turns off. The patient had to fiddle with it and put it a certain way in order for it to come on. The patient stated both charging ports are loose but was originally referring to the communicator. When the patient was asked event dates, the patient stated for the communicator charging port ¿this has been going on for a while, a couple weeks at least, but I've just been dealing with it,¿ and for the handset, patient stated ¿it's probably been only maybe within the last week.¿ the patient also mentioned they have tried different charging cords for both devices without resolution. An email was sent to the repair department to replace the devices and request a new compatible wallet. The communicator charging port is loose despite tryin g another cord so they have to move the cord/prop communicator up in order for it to take charge. The patient has had communicator since 2019. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 15-feb-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.